Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the ise buffer valves to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information was provided. (B)(6).

Event description:
A customer reported their au680 clinical chemistry analyzer generated erroneous high patient results for sodium (na). There was no change in patient treatment in association with this event.